Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening curved on the anterior and the weight the device within specification. A microscopic analysis was performed which identified; opening striated punctured on the anterior. Based on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device remains implanted.